Event description:
The customer reported the device would either have an intermittent slow charge or failure to charge during testing. The customer reported that despite this symptom, the device would pass op check. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.